Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, premature stent deployment occurred. The target lesion was located in the right common iliac artery. A 8.0mm x 30mm x 135cm express ld iliac / biliary stent delivery system was advanced but the stent was deployed prematurely, it was not "exactly" where it was intended to be. Another unspecified stent was deployed over the first stent. No patient complications were reported and the patient's status was fine.